Manufacturer narrative:
The investigation into removal issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that upon removal of the impella cp, the perclose ripped out of the arteriotomy in the right femoral when trying to tighten down the perclose. Vascular surgeon performed a surgical closure. The patient survived the event.

Manufacturer narrative:
No product was returned and logs are not applicable. The failure mode "removal issues" was changed to "vascular damage - peripheral vessel" because surgical closure by vascular surgeon was necessary. The root cause of the vascular damage was most likely patient condition related. The vascular damage was relevant to perclose device failure due to patient anatomy and unrelated to impella. G1 reporting contact email revised on manufacturer device report 1220648-2024-18435 in accordance with updated procedures. H6 type of investigation, investigation findings, and investigation conclusions was erroneously entered on manufacturer device report number 1220648-2024-18435-1. H10 investigtaion results were erroneously entered on manufacturer device report number 1220648-2024-18435-1.